Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device restart/reboot itself. Complainant indicated that there was no patient involvement in the reported malfunction. Please reference medwatch report 1220908-2018-00137 for a similar event with the same device reported from the same customer.

Manufacturer narrative:
The device was returned to zoll medical canada's service department. The reported malfunction was observed during review of the activity logs. However, the reported problem could not be duplicated with the device. The system board was replaced as a precaution. The device was re-certified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.